Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the hospital for a replacement of the right ventricular lead. The lead exhibited high impedance and a rise in capture thresholds. The lead was capped and replaced.